Manufacturer narrative:
Other applicable components are: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving bupivacaine (concentration 1.5 mg/ml at minimum rate) and dilaudid (concentration 15 mg/ml at minimum rate) via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient had a multi-level lumbar fusion and they pulled the catheter out of the intrathecal space "to push it out of the way" during the procedure. They tied the catheter off and put the pump on minimum rate mode. There were no reported symptoms. After the patient healed from the spinal surgery they would revise or replace the catheter. No further complications were reported.